Event description:
The physician attempted arteriotomy closure using the closer s 6 fr. Device following a diagnostic procedure. After the suture was deployed and the device was backed out to harvest the suture, the physician noticed a white fibrous material exiting near the foot area. The device and suture were then removed; hemostasis was achieved through manual compression. The patient subsequently lost distal pulse and was then transferred to another hospital for thrombectomy. The patient has been discharged without further sequelae.